Event description:
Drill bits broke during glenoid preparation. Surgeon complained of "significantly increased difficulty" in completing the case due to having to retrieve drill bit parts inside the pt's glenoid.

Manufacturer narrative:
At the time this drill bit was made, it was not a requirement to mark the bit with the lot number. Two of the 1395-1025 drill bits were involved in this event.